Event description:
Information received from the field notes that the patient presented to the emergency room with syncope. The device could not be interrogated and both magnet and non-magnet rates were at 70 ppm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative